Event description:
A healthcare provider reported that the patient medical history included post laminectomy syndrome; prior l4-5 laminectomy and fusion. Regarding an MRI performed (B)(6) 2015, moderate to severe foraminal stenosis at l2-3 and l3-4 due to degenerative disc disease (ddd) was noted. Moderate to severe bilateral foraminal stenosis was further indicated regarding l5-s1. The patient's pump administered the following medications: compounded baclofen (concentration: 250 mcg/ml, dose rate: 108 mcg/day), morphine (concentration: 30 mg/ml, dose rate: 13 mg/day), clonidine (concentration: 150 mcg/ml, dose rate: 65 mcg/day), and bupivacaine (concentration: 15 mg/ml, dose rate: 6.5 mg/day). Other medications (oral, etc.) The patient was receiving at the time of the event included percocet.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted:(B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) male patient receiving intrathecal clonidine 150 mcg/ml (dose 60.93 mcg/day), unknown baclofen 250 mcg/ml (dose 108 mcg/day), bupivacaine 15 mg/ml (dose 6.49 mg/day), and morphine 30 mg/ml (dose 13 mg/day) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. Other medication the patient was taking at the time of the event was percocet. The patient history was not reported. It was reported that a month and a half prior to the date of this report ((B)(6) 2015), the patient experienced a sudden onset of tingling down the legs from day to day. The patient's legs would also go numb; specifically, more the left leg. Additionally, when the patient walked and stood up for a long time, the patient's legs would shake. Additional information received from the health care provider (hcp) reported that the patient had sudden onset of pain with numbness and tingling in legs. Elective replacement indicator (eri) of pump was 7 months. They scheduled an emergent replacement ((B)(6) 2015) due to no event prior and felt it was pump end of life (eol). He then continued to have pain after the replacement. If the eol had actually occurred, if the eol was premature, patient's medical history, and type of baclofen remained unknown at the time of this event. Follow-up was being conducted to obtain these; if additional information is received this report will be updated.